Event description:
In this event it is reported that the patient experienced an allergic reaction to the wearing of the nontemplate aligner arch.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
The patient states in the allergic reaction checklist that they do not suffer from allergies to food, drugs, pets, or other allergies. The reported symptoms are: · gums inflamed around the rims of teeth and on the roof of the mouth just lingual to the anterior teeth · prickly sensation on gums and inner lip no allergy testing to the product was performed. After reviewing the available evidence, including records generated during the manufacturing process (DHR), incoming inspection records, and the allergic reaction checklist, we did not find any evidence or deviation in the reviewed records indicating a possible defect generated during the manufacturing process that could have caused the issue of the alleged event. The materials used for the manufacturing of the sales order were inspected and met the acceptance criteria (see attached evidence). The aligners were inspected and met the inspection criteria according to procedure 0281-wi-aln-005-3 aligner final qc & wash, visual detection of the defect.